Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Other: was reported that the decedent's device system was explanted, due to infection in 2008. According to the patient's daughter "she had one of the recalled leads and they put a thing down her throat into her heart and found an infection that was leaking into her body. They couldn't get rid of it." She further alleged that the leads "were why she died". The decedent died two months post explant. There is no allegation by a healthcare professional that the death was device related. Cause of death was requested, but not received. Attempts for follow-up information have been unsuccessful. No conclusion can be drawn.

Event description:
It was reported that the decedent's device system was explanted due to infection in 2008. According to the patient's daughter "she had one of the recalled leads and they put a thing down her throat into her heart and found an infection that was leaking into her body. They couldn't get rid of it." She further alleged that the leads "were why she died". The decedent died two months post explant. There is no allegation by a healthcare professional that the death was device related. Cause of death was requested, but not received. Attempts for follow-up information have been unsuccessful.